Manufacturer narrative:
The previously reported occlusion event is resolved.

Manufacturer narrative:
Cec has adjudicated that the reported stenosis was related to the device but not related to the procedure or drug.

Manufacturer narrative:
The occlusion of the left sfa event that occurred approximately 22 months post index procedure was treated with non medtronic deb and stenting.

Manufacturer narrative:
(B)(4).

Event description:
Three in.pact admiral paclitaxel eluting balloon catheters were used during index procedure in the left sfa (l-1). A complete se stent was also implanted to treat a dissection on the same date. Approximately 22 months post index procedure occlusion of the left sfa occurred (l-1) with recanalisation and revasc of the lesion using non-mdt pta and stent. Investigator assessed that the event is probably related to the study device but not related to the procedure or paclitaxel.